Event description:
During surgical procedure for medically intractable multifocal epilepsy, surgeon was unable to use the device. It was reported that the device cable lock could not be removed from the grid.

Manufacturer narrative:
During surgical procedure for medically intractable multifocal epilepsy, surgeon was unable to use the device. The device was not fully functional. Additional clinical information has been requested from the reporting facility.